Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient fell approximately a month ago and has been experiencing sharp pain at the ipg site following the fall. The patient reportedly gained weight and the ipg felt closer to the skin. Additionally, the patient lost stimulation a month ago and had not charged the ipg since (B)(6) 2015. An sjm representative confirmed the ipg was inoperable. Subsequently, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored post-operatively.